Event description:
It was reported that this inflatable penile prosthesis (ipp) was revised due to a damaged tubing and the pump remaining flat. No components were removed; however, a new reservoir was added to the system. There were no patient complications reported.